Event description:
Alliance registry: it was reported that restenosis occurred. On (B)(6) 2023, the patient presented with exertional angina. The target lesions were located in the proximal and middle part of right coronary artery (rca). There was a calcified nodule so the decision was made to perform rota on the lesion using a 1.75mm burr and then inflate using a 3.50 x 15mm scoring balloon at 22 atm. Since the module still remained, the decision was made to treat using a 3.50 mm x 30.00 mm agent dcb balloon in the proximal rca and a 3.00 mm x 30.00 mm agent dcb balloon in the mid rca instead of stenting. It was confirmed that there was no vascular dissection or peripheral perforation, and the procedure was completed. In (B)(6) 2024, the patient experienced reoccurrence of chest pain on exertion and when a coronary CT was performed on (B)(6) 2024, restenosis on the rca was suspected. On (B)(6) 2024, the patient was hospitalized for coronary angiography which revealed 90% in-stent restenosis (isr) in the proximal rca and 75% isr in the mid rca. A percutaneous coronary intervention (pci) procedure was performed. The lesion at the ostium rca was the same calcified nodule, so it was judged that treatment with rota would again be necessary. A larger, 2.25 mm burr was used, and the lesion was inflated with a 4.50 x 8mm balloon. Post inflation imaging showed signs of dissection. The mid rca was inflated using a 3.5 x 15mm scoring balloon and a 3.50 x 20mm balloon. Good inflation of the mid rca was confirmed through imaging. No progress of the dissection in the proximal rca was observed so an additional inflation was performed on the proximal rca with a 4.00 x 25mm balloon, and the procedure was completed.